Event description:
Reporter called lfs in 01/02 alleging reporter's meter was displaying redo check messages and reporter was unable to test. Per "ccr's" notes in the potential medical tab: "customer was feeling low and wanted to test reporter blood but was unable to use meter as it kept saying "redo check". Reporter then fell unconscious for about 2 hrs at home and eventually came out of it". Per answers to casepoint questions: treated self with orange juice.